Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up. This report is associated with MFR report numbers: 3005168196-2017-01500, 3005168196-2017-01501, and 3005168196-2017-01503.

Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was ovalized approximately 132.0 cm from the hub for the first lantern evaluated. Conclusions: evaluation of the returned devices revealed that the first ruby coil evaluated was stuck inside an ovalized lantern. This type of damage typically occurs due to improper handling during use. If the lantern is forcefully manipulated while advancing a ruby coil, the lantern may become ovalized. The ovalization likely contributed to the resistance experienced when advancing the ruby coil. Further evaluation of the ruby coil revealed that the sr wire was fractured and the embolization coil was detached. Manipulation of the ruby coil through the ovalized lantern likely contributed to the fractured sr wire, and likely contributed to the embolization coil unraveling within the lantern. The two ruby coil embolization coils being tangled together was likely incidental and may have occurred while packaging the devices for return to penumbra. The pusher assembly to the first evaluated ruby coil was not returned for evaluation. Evaluation of the second returned ruby coil revealed that the pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance the pusher assembly may become kinked. Upon retraction of the kinked pusher assembly, the pusher may become fractured. Separation of the two fractured segments will allow the pull wire to retract out of the distal detachment tip (ddt) and result in the embolization coil detaching from its pusher assembly. Evaluation of the second returned lantern revealed that the lantern was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or the peel-able sheath is not used during insertion, damage such as this may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01500, 3005168196-2017-01501, 3005168196-2017-01503.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). The physician then felt resistance and was unable to advance two ruby coils through the lantern. The procedure was completed using the same lantern and additional ruby coils. There was no report of an alleged deficiency against the lantern. Additionally, there was no report of an adverse effect to the patient.